Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information received indicated that this lead was explanted because it was implanted too close to the existing integrated lead and noise was noted. This lead is no longer in service. No additional adverse patient effects were reported.